Manufacturer narrative:
The customer reported that the central nurse's station (cns) suddenly shut down and upon rebooting the unit, it displayed a blue screen and would not boot up properly. Technical support troubleshot the issue; however, the problem persisted. The customer will send in the unit to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/07/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 10/10/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 10/14/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Event description:
The customer reported that the central nurse's station (cns) suddenly shut down and upon rebooting the unit, it displayed a blue screen and would not boot up properly. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) suddenly shut down and upon rebooting the unit, it displayed a blue screen and would not boot up properly. Technical support troubleshot the issue; however, the problem persisted. The customer will send in the unit to be repaired. There was no patient injury reported. Investigation summary: the reported issue could not be duplicated or confirmed. A definitive root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative

Event description:
The customer reported that the central nurse's station (cns) suddenly shut down and upon rebooting the unit, it displayed a blue screen and would not boot up properly. There was no patient injury reported.